Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed based on the information recorded in the provided event log file. The log file contained events recorded from (B)(6) 2020. The information recorded on (B)(6) at 10:21 pm revealed that a power a broken fault became active. On (B)(6) at 12:15 am there was a driveline power fault alarm and at 12:16 the driveline was disconnected. A specific root cause for the driveline power fault alarm recorded in the log file was not able to be determined. The system controller serial number (B)(4) was not returned for evaluation. It was reported that the controller is now a backup device. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-02439. It was reported that the patient experienced a driveline power fault while at home on (B)(6) 2020. The patient switched to their backup system controller and the alarms resolved. Log files were downloaded in clinic and technical services confirmed a driveline power fault. The root cause could not be determined and there were no further alarms. The exchanged controller became the backup. It was later reported that another driveline power fault alarm occurred on (B)(6) 2020. The healthcare facility decided to exchange the modular cable at this point. No further alarms occurred and the exchanged modular cable was returned for evaluation.